Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that a torque limiting handle did not limit the torque output during use and caused the pentalobe drive feature of the mating plug to strip during installation. An alternative torque handle and plug were used to complete the procedure without reported patient impacts. This is report one of two for this event.